Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The following cosmetic damage was also noted: cracked reservoir tube lip, cracked battery tube threads, cracked case at a display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing high blood glucose episodes recently. The patient's blood glucose at the time of phone call was 460 mg/dl, which she treated with a manual insulin injection. Troubleshooting was initiated for the high blood glucose but was not completed since the customer wanted a replacement pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.